Manufacturer narrative:
The unit was received with the shock cushion moved forward in handle; it was impeding the handle from closing and holding properly. The button head screw was also missing from the left bracket ,and the shock cushion was worn. The adjustment wrench has worn threads as well. General maintenance and cleaning required at this time. The device exceeds its expected life of 7 years (manufactured in 2008). The reported complaint was confirmed via inspection of item. Device identifier (B)(4).

Event description:
A customer reported that an a2101 mayfield ultra base unit has a loose lever and missing a locking screw. There was no known patient injury or surgery delay.